Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on at the preparation for use. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and duplicated the reported phenomenon. Also it was found the power unit failure might have caused the reported phenomenon. Moreover there was much dust inside the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the probable cause of the issue was likely due to an accidental failure of the power supply unit caused by the age of the device, which led to the inability to turn the unit on.